Event description:
A peritoneal dialysis (pd) patient reported to customer service that the liberty select cycler cassette was leaking while using the machine. There was no patient harm or adverse event reported at intake. Additional information was requested but was not received to date.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported to customer service that the liberty select cycler cassette was leaking while using the machine. There was no patient harm or adverse event reported at intake. Additional information was requested but was not received to date.